Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was being implanted with an impella rp device for mechanical circulatory support. During implantation, and upon start up, the flows were lower than expected. The device was repositioned, yet the flow rates did not improve. The device was removed, reinserted, with no flow improvement. The device was removed and discarded by staff before onsite support arrived. Survival outcome at explant noted the patient expired. Medical safety review of the event noted that the use of the device cannot conclusively be associated with the outcome.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.